Event description:
Complainant stated company is using medical uv lamps in their booth and some customers have reported receiving burns from that facility. Those booths are also not commercial products but were mfg by the owner and most likely not certified. Complainant also stated that the tanning facilities have scraped off the medical use only labeling on the lamps so that FDA would not require them to remove the hazardous lamps. The tanning booths were also home-made and therefore were not likely certified to comply with the federal performance standards.